Event description:
This case was initially received via (B)(6) ((B)(4)) on 23-oct-2017. The most recent information was received on 26-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a female patient who had essure (batch no. 50707329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), myalgia ("muscular pains"), tendonitis ("tendonitis"), fatigue ("fatigue without reasons"), somnolence ("somnolence"), disturbance in attention ("concentration difficulties"), memory impairment ("memory lapse even on simple things of everyday life or common words"), menorrhagia ("abundant periods and quasi permanent some times") and gastrointestinal disorder ("intestine dysbiosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia and myalgia was resolving, the tendonitis, menorrhagia and gastrointestinal disorder outcome was unknown and the fatigue, somnolence, disturbance in attention and memory impairment had resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, disturbance in attention, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, myalgia, somnolence and tendonitis with essure. The reporter commented: the health state of the patient declined months after months, and she did not found causes despite the examinations performed, she adapted her life leaving some activities. Her family life undergone the consequences. Since the removal she rose the fall. The pains quasi disappeared, she re introduced some food that she did not digested anymore. Immediately after the removal, the fatigue disappeared and somnolence too like concentration and memory disorders. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.521 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2017: quality-safety evaluation of ptc. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-oct-2017. The most recent information was received on 18-jun-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pains') and allergy to metals ('hypersensitivity to nickel') in a female patient who had essure (batch no. 50707329) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (two) and endometriosis. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced musculoskeletal pain ("joint and muscle pains"), dysbiosis ("intestine dysbiosis") and dyspepsia ("digestive disorder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods and quasi permanent some times"), tendonitis ("tendonitis"), fatigue ("fatigue without reasons / asthenia"), somnolence ("somnolence"), disturbance in attention ("concentration difficulties / concentration disorder") and memory impairment ("memory lapse even on simple things of everyday life or common words"). The patient was treated with surgery (essure removal: right: by hysteroscopy; left: by salpingectomy via coelioscopy and right with pliers resection via vaginal hysteroscopy, on left with salpingectomy via laparoscopy) and strict diet. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, musculoskeletal pain, dysbiosis and dyspepsia was resolving, the menorrhagia and tendonitis outcome was unknown and the fatigue, somnolence, disturbance in attention and memory impairment had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, disturbance in attention, dysbiosis, dyspepsia, fatigue, memory impairment, menorrhagia, musculoskeletal pain, somnolence and tendonitis with essure. The reporter commented: the first symptoms started some weeks after the placement of the implants. The health state of the patient declined month after month, and she did not find causes despite the examinations performed, she adapted her life leaving some activities. Her family life undergone the consequences. Since the removal she rose the fall. The pains quasi disappeared, she re introduced some food that she did not digested anymore. Immediately after the removal, the fatigue disappeared and somnolence too, like concentration and memory disorders. The complaint sample was not available for investigation. Essure removal on patient's request due to adverse events: digestive problems, joint and muscle pains. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2019: essure device removal questionnaire provided. Medical history and patient information updated. Essure removal (due to adverse events) method clarified, outcome unknown. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-oct-2017. The most recent information was received on 12-jun-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pains') and allergy to metals ('hypersensitivity to nickel') in a female patient who had essure (batch no. 50707329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods and quasi permanent some times"), musculoskeletal pain ("joint and muscle pains"), tendonitis ("tendonitis"), fatigue ("fatigue without reasons / asthenia"), somnolence ("somnolence"), disturbance in attention ("concentration difficulties / concentration disorder"), memory impairment ("memory lapse even on simple things of everyday life or common words"), dysbiosis ("intestine dysbiosis") and dyspepsia ("digestive disorder"). The patient was treated with surgery (essure removal and right with pliers resection via vaginal hysteroscopy,on left with salpingectomy via laparoscopy) and strict diet. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, musculoskeletal pain, dysbiosis and dyspepsia was resolving, the menorrhagia and tendonitis outcome was unknown and the fatigue, somnolence, disturbance in attention and memory impairment had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, disturbance in attention, dysbiosis, dyspepsia, fatigue, memory impairment, menorrhagia, musculoskeletal pain, somnolence and tendonitis with essure. The reporter commented: the first symptoms started some weeks after the placement of the implants. The health state of the patient declined month after month, and she did not find causes despite the examinations performed, she adapted her life leaving some activities. Her family life undergone the consequences. Since the removal she rose the fall. The pains quasi disappeared, she re-introduced some food that she did not digested anymore. Immediately after the removal, the fatigue disappeared and somnolence too, like concentration and memory disorders. The complaint sample was not available for investigation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2019: as per follow-up information case (B)(4) was considered a follow-up of this case. All information was transferred to this case and case (B)(4) was marked for deletion (legacy device report num - 2951250-2019-02405). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.